Event description:
The compressor is allegedly not producing enough air to vaporize the medicine. No injury is alleged.

Manufacturer narrative:
RMA has not been initiated for this issue. Model irc1001 serial number/date code (B)(4) is approximately unknown age . The user manual part number 1118353 was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown